Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. On the returned distal portion, insulation abrasions exposing the outer coil were found at 39.0 cm - 39.7 cm and 39.2 - 39.4 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.